Event description:
A customer observed positively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. Pt results were not reported during the time of the event, there was no allegation of patient harm.

Manufacturer narrative:
Investigation into this event found that positively biased quality control results were obtain with vitros valp reagent in use at the customer site in 2008. The investigation concluded that the customer was following the manufacturers recommendations for reagent handling, but the ambient temperature was near the upper end of the manufacturers recommendations. The customer was shipped an alternate lot of vitros valp reagent which is performing acceptably. The root cause of the event is unknown, an ongoing investigation into this event is continuing.